Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The aviva meter gave the following blood glucose results within 10 minutes: 39 mg/dl, 119 mg/dl, 107 mg/dl. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.